Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Visual and dimensional evaluation found no indication of excessive wear. The reported complaint cannot be substantiated or verified. There are warnings in the package insert that state that this type of event can occur: "excessive activity and trauma affecting the joint replacement have been implicated with premature failure of the reconstruction by loosening, fracture, and/or wear of the prosthetic implant." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03460-4 / 2016-00563).

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, patient had a soft tissue repair on (B)(6) 2015 due to unknown reasons. No components were revised. Additional information received indicates patient is being considered for a future revision procedure due to metal wear. Additional information received reported the patient was revised (B)(6) 2015 due to metal wear caused by the axle rotating. During procedure the axle clip deformed and the procedure was completed without it. Signs of metal wear were noted during procedure.